Event description:
It was reported that the pt was experiencing an increase in "harder" seizures. The pt's mother indicated that these seizures can turn cyanotic if the pt is lying down. The pt's device was interrogated and it was found to be near end of service. Good faith attempts to obtain additional information including the relationship of the increase in harder seizures to the device being at end of service have been unsuccessful to date. The pt has been referred for generator revision surgery.